Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -11.0 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2018. Excessive vault was observed and elevated iop (45mmhg) without pupil block and angle closure assessed on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned dry in a micro-centrifuge vial. Visual inspection found the haptic torn and bent. (B)(4).